Event description:
Consumer reported complaint for high and erratic blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 285, 222, 549, 184 and 196 mg/dl. The customer¿s expected am fasting blood glucose test result is 125 mg/dl and expected blood glucose test result range one hour post meal is 150-193 mg/dl. The customer is feeling lethargic and nauseated; medical attention was not needed at the time of the call. The customer is not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of 387 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/28/2023 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer returned the incorrect strips. Meter was returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on 07-jun-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she was feeling better and was not currently having any diabetic symptoms. No medical intervention since the last call was reported. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 03-aug-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation - customer returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.